Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-04373 & 04374).

Manufacturer narrative:
This follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " and "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty (tha) on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, dislocations, lack of mobility, damage to bone/tissue and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised due to dislocation. Revision op report notes the presence of a small bone chip at the superoposterior aspect preventing full reduction. Op notes further report relative instability appeared to be due to version of the acetabular component.

Event description:
Legal counsel for patient reported patient underwent a right total hip arthroplasty on (B)(6) 2011. Patient's legal counsel further reported patient allegations of pain, discomfort, dislocations, lack of mobility, damage to bone/tissue and metallosis. Subsequently, patient underwent a revision procedure on (B)(6) 2011. A review of the invoice history confirmed the surgery dates and indicates that the modular head, taper adapter and acetabular cup were removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.